Event description:
Event description guidant received information that this implantable pacemaker (ipm) had no telemetry and no output. There was no magnet response, even with two magnets. The patient's underlying rhythm was brady at 47bpm. The ipm was explanted/replaced and has been returned for analysis.